Event description:
It was reported that 3 weeks post total hip arthroplasty, a bone fracture was noted by CT scan. The fracture was repaired with a cable and the device was not removed. The surgeon consulted a fellow surgeon and it was suggested that, "there is a possibility that the femur fracture was caused by improper size of implant and by excessive rasping of the femoral canal".

Manufacturer narrative:
Eval summary: the info provided points to two probable contributors: use of the improper size implant for the pt's anatomy, and excessive rasping of the femoral canal. Either of these conditions could potentially lead to femoral fracture following implantation. No product was returned for eval. Also, no post-op radiographs and the radiographs and CT scans used to detect the fracture were sent for analysis. The condition of the pt's bone prior to surgery as well as pt info such as height, weight, and activity level is unk. Based on the available info, a definitive root cause cannot be ascertained at this time. It is not known if the technique used for rasping and implantation correlated with the surgical technique. Given the info provided, it is not possible to definitively determine the cause of the femoral fracture. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened zimmer, inc. Considers the investigation closed.